Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient presented to the emergency room due to stimulation in the belly. The physician verified the stimulation by palpation and visually. Reprogramming was done to prevent further phrenic nerve stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.